Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. A diagnostic error occurred.

Event description:
Alleged deflation.

Event description:
Alleged deflation.

Manufacturer narrative:
Correction made to serial number of suspected medical device. Unable to confirm deflation. Explant discarded.